Event description:
Boston scientific received this right ventricular lead for disposal post patient death, along with the associated device (see report 2124215-2012-07886). No allegations against the rv lead were reported at the time of the patient death; however, based on analysis of the associated device, the rv lead was then subjected to additional laboratory analysis.

Manufacturer narrative:
Examination of the rv lead identified a cut in the trilumen insulation, through to the high voltage shocking coils, approximately 217-225 mm from the terminal pin. Blood/bodily fluid was noted in both lumens due to this breach in the insulation. Tissue was noted in the area of the cut and was removed. Cuts were also noted on the suture sleeve, which was loose on the lead upon return, and superficial cuts to the trilumen insulation at approximately 303 and 310 mm from the terminal pin appeared to correspond to the cuts on the suture sleeve. Due to the location of the suture sleeve as compared to the cut that was through to the high voltage cables, that cut is suspected to have been in the pocket area. Close examination of the high voltage cables in the area of the trilumen insulation cut revealed the proximal high voltage cable appears undamaged and the distal high voltage cable appears melted, likely due to arced energy. It is suspected that the lead sustained cutting damage during the implant procedure and since the damage was in the area of the pocket, energy from the lead shorted to the device can during attempts to provide shock therapy during episode 34. The shorted energy damaged the internal high voltage fuse rendering the associated device incapable of delivering further shock therapy.